Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed 20cm distal to the is-1 connector pin cuts into the insulation, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported undersensing. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to undersensing.